Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material clogging the nozzle and corrosion of the air/water nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely that the corroded scope connector was caused by leakage. However, no cause was identified for the reported foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had e315 (incompatible scope error) occurred. The event occurred during inspection for use. There were no reports of patient involvement.